Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller ac adapters with unknown serial numbers were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported event could not be confirmed. Based on historical review of similar events, the most likely root cause of the reported event can be attributed to wear, likely due to normal disconnection and reconnection between the output cable and metal power port connectors on the controller. Additional products: heartware ventricular assist system ¿ controller ac adapter. Model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: asku. Mfg date: unk, patient code(s): (B)(4), device code(s): (B)(4), FDA method code(s): 4114, FDA results code(s): 3221, FDA conclusion code(s): 67. This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller ac adapters had loose connectors causing intermittent connections. Both controller ac adapters were replaced. No patient complications were reported as part of the event. This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.